Event description:
A customer contacted baxter's technical service center reporting that he had connected the bag to the wrong clamp and so he returned the bag to the white clamp heater bag during dwell 4 of 4 on the homechoice (hc) machine. The home patient (hp) added that it was filling successfully. The hc was not alarming. The technical service representative (tsr) explained that if no air went in, the hp would continue using the hc. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the use error, it was revealed that the issue was resolved. The hp understands that he's not supposed to transfer bags during therapy. The hp confirmed that he did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a report of user error could not be confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.